Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic laparoscopic colostomy reversal procedure, after firing and turning the black knob 2 full turns at the time of colostomy reversal, the surgeon did not hear a click sound. It was also observed that the tissue donut was not completely formed and was still attached to the anastomosis. To resolve the issue, the surgeon remove the portion of the incomplete donut that was left behind in the anastomosis. This led to extended surgical time.